Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I implantable neurostimulator (ins). It was reported that the patient had increased pain over replacement lead wound site; wound site infection was the clinical diagnosis. Patient had seen the general practitioner and was prescribed antibiotics for 5 days. Reviewed in pain clinic and antibiotics prescribed for further 7 days. No reports of any problems at next appointment. The etiology was listed as not related to the device or therapy and probably for relationship to the implant procedure; "surgery/anesthesia" was noted. Diagnostic methods were listed as patient reported pain over the wound site as of (B)(6) 2024. Interventions taken were that medications were administered on (B)(6) 2024. The event resulted in an unscheduled clinic or office visit. The event resolved without sequelae (B)(6) 2024. Additional information was received from the clinical site via a manufacturer representative (rep). It was reported that safety has queried the description ambiguity about the lead replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.